Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10122. It was reported that guidewire removal difficulties occurred and the burr became stuck on the rotawire. The target lesion was very calcified and almost chronic totally occluded (cto). During the procedure, several wires and microcatheters were used to crack the proximal part of the lesion. After 2.5 hours the physician was able to get a rotawire¿ in place. A 1.25mm rotalink plus was then selected and manually advanced through a 7f non bsc guide catheter; however, the burr became stuck at the distal part of the guide catheter where there was a curve. Furthermore, when attempting to advance the burr by using dynaglide mode, the console shut down after two seconds and blood flew backwards out of the rotalink plus. During attempts of removal of the burr from the guide catheter, lots of resistance was met and it was impossible to keep the rotawire¿ in place. Also, it was noticed that the burr became stuck on the rotawire¿. After a few attempts, the physician removed the burr and rotawire¿ together and the procedure was stopped as it had exceeded 3 hours time. There were no patient complications and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The unit returned has distal end damaged. The device has it's spring tip detached, the spring tip was returned unraveled and kinked, also the body is kinked in the middle of the device in several sections. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10122. It was reported that guidewire removal difficulties occurred and the burr became stuck on the rotawire. The target lesion was very calcified and almost chronic totally occluded (cto). During the procedure, several wires and microcatheters were used to crack the proximal part of the lesion. After 2.5 hours the physician was able to get a rotawire¿ in place. A 1.25mm rotalink plus was then selected and manually advanced through a 7f non bsc guide catheter; however, the burr became stuck at the distal part of the guide catheter where there was a curve. Furthermore, when attempting to advance the burr by using dynaglide mode, the console shut down after two seconds and blood flew backwards out of the rotalink plus. During attempts of removal of the burr from the guide catheter, lots of resistance was met and it was impossible to keep the rotawire¿ in place. Also, it was noticed that the burr became stuck on the rotawire¿. After a few attempts, the physician removed the burr and rotawire¿ together and the procedure was stopped as it had exceeded 3 hours time. There were no patient complications and the patient's status was stable.